Manufacturer narrative:
Product analysis: analysis could not confirm the display turning black, however, the hard drive health was found to be less than one-hundred percent; the hard drive was replaced and re-imaged as a preventive measure, and the software was reloaded and updated. No stylus was returned with the programmer, but when a known good stylus was connected, the programmer was responsive. The reported printing issue was confirmed via the programmer logs. It was also noted that the keyboard latch was broken. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's display occasionally turned black when the unit was powered on. It was also reported that the display was unresponsive to the stylus pen when attempting a sensing test, and the programmer's printer was very slow. The programmer has been returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.